Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that that patient received 'replace generator soon' message it is unknown if the ipg prematurely depleted. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place where the patients ipg was explanted and replaced.